Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain." This report submitted february 10, 2011.

Event description:
Patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2010, due to anterior knee pain. The tibial bearing was removed and replaced with a larger size.